Event description:
It was reported that a patient experienced hypoglycemia after announcing breakfast and treated the event with glucagon, with a lowest blood glucose of 48 mg/dl and no medical evaluation or loss of consciousness. Symptoms included hypoglycemia. Outcomes included transient impact without hospitalization or professional medical intervention. Investigation included case follow-up attempts and collection of event details. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.